Event description:
A customer reported a power source alert 07 with their insulin pump while it was under warranty. There was no reported impact on the customer¿s blood glucose level. Despite attempts to resolve the issue by using different wall adapters and charging cables, the problem persisted. Technical support decided to replace the pump, instructed the customer on how to put it into storage mode, and organized the return of the problematic pump. The customer confirmed understanding and acknowledged these instructions while continuing to use the current pump as backup therapy.